Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted on (B)(6) 2024. Approximately six (6) months post implant on (B)(6) 2024, the patient had symptoms of right sided weakness and computed tomography (CT) imaging was completed. It was reported that the patient had a cva. The neurologist stated that the patient had been recently taken off anticoagulation medication (plavix) by the cardiologist and was on a medication regime of aspiring (81mg) only at the time of the cva. There were no signs of thrombus or leak on the imaging, and the device was determined to be in a good position at the ostium. No intervention was required, and the patient was discharged to a rehab facility on (B)(6) 2024.